Event description:
It was reported during the implant procedure that the hex wrench did not work to tighten the screws of the device. An alternate wrench was used. There were no patient complications reported as a result of this issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.